Manufacturer narrative:
Results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Information received regarding a patient implanted with a sjm masters series mechanical heart valve. The date of implant was unknown. It was reported there was an issue with the pivot guard on an unknown date, requiring redo surgery. The date of the redo surgery is unknown. It was also reported that the physician disclosed the patient had passed away but not due to a problem with the valve. The date and cause of the death are unknown and no further information is available at this time.

Manufacturer narrative:
An event of patient death unrelated to the mechanical heart valve and a possible issue with the device's pivot guard was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.